Event description:
Two baxter 0.9% 100 ml IV bags found leaking, lot 346098, expiration august 2017. This facility has had multiple similar problems with this manufacturer's device. The manufacturer has been notified and product has been returned. Manufacturer response for IV bags 100 ml, baxter 100 ml IV bags (per site reporter): unknown at this time.